Manufacturer narrative:
Details of complaint: the customer reported that the transmitter was giving low blood pressure readings and was off by 20 points. Additionally, the device was giving an nibp error. No patient harm was reported. Service requested / performed: troubleshooting: an exchange unit was shipped to the customer on (B)(6) 2019 to resolve the issue. On 01/07/2022, the reported device was cleaned and decontaminated by nihon kohden repair center (nk rc). No physical damage was noticed. Upon rc evaluation, the reported problem could not be duplicated. Investigation summary: the root cause of the issue could not be determined as the nk rc was not able to duplicate the issue upon evaluation. Per the zm-541pa operator's manual, possible causes of displayed abnormal nibp measurements are: · incorrect cuff size. · incorrect cuff placement . · movement of the patient or the cuff during measurements. The reported issue does not require further investigation through CAPA process since the issue could not be duplicated on rc evaluation. The device was performing as intended. Also, the cns manufacturer's hazard analysis determined the residual risk of inconsistent readings between the transmitter and the monitor to be acceptable. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: cns: model #: ni. Serial #: ni. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative. Corrected information: b6 relevant tests/laboratory data: replaced the description of the event with "na" as that information is not relevant to this field.

Event description:
The customer reported that the transmitter is giving low blood pressure readings and is off by 20 points, and also is giving an nibp error. No patient harm reported.

Manufacturer narrative:
The customer reported that the transmitter is giving low blood pressure readings and is off by 20 points, and also is giving an nibp error. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. The following devices were being used in conjunction with the transmitter. Central nurses station (cns) however the user did not know the model and serial number of the cns that was being used with this particular transmitter.

Event description:
The customer reported that the transmitter is giving low blood pressure readings and is off by 20 points, and also is giving an nibp error. No patient harm reported.